Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a premature ventricular contraction ablation procedure (rv - infundibulum - septal wall), a tamponade occurred requiring a pericardiocentesis. One hour post procedure, the patient became hypotensive, and a post ablation tamponade was noted requiring a pericardiocentesis to stabilize the patient. The patient was discharged 24 hours after the ablation procedure.